Manufacturer narrative:
Additional information added to h3, h6 and h10. The actual sample was not available; however, photographs were provided for evaluation. The visual inspection of the provided photos showed the wet product with the product label and a marking in the header area. The reported condition was not verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 140h had an external leak due to a damage in the filter. There was no patient involvement r. No additional information is available.